Manufacturer narrative:
H6: the device, intended for use in treatment, was not returned for evaluation. The pictures provided were reviewed and could not confirm the stated failure mode. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. The visual inspection of the returned device confirms the tip of the longer spike is broken and worn. The broken piece was not returned. This device shows significant signs of wear and use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up for a tka, it was noticed that the tip of the longer spike on the genesis ii tib align spiked fix rod was worn and broken. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.